Event description:
The hcp reported that the pump was explanted due on infection. The pt has questionable methicillin resistant staph aureus in separate ulcer. A follow-up report will be sent when additional information is available.